Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that his vns therapy programming handheld was malfunctioning, in that it "was making high pitched noises and the screen was frozen." Troubleshooting did not resolve the issue. Handheld was subsequently returned to manufacturer for product analysis. An analysis was performed on the handheld and no anomalies that support the reported complaint were identified. As a result, no likely cause for the reported condition could be determined. During the analysis, visual inspection identified that the connector to the handheld device was damaged and the ac adapter could not longer charge the main battery. The anomaly most likely did not contribute to the reported complaint since the handheld was received with a main battery charged to 25%. No other anomalies on the device performance were noted.